Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 20 mg/ml morphine at a dose of 7.01 mg/day via an implantable infusion pump for non-malignant pain and spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient had not recently had an MRI. The patient had an MRI prior to the motor stall but not on the day the motor stall occurred. The motor stall occurred on (B)(6) 2017 and was active and the pump was also empty but an event date for the empty pump was not available. No symptoms were reported.